Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2017 a follow up computed tomography (CT) showed the patient had a type 1a or type 1b endoleak. On (B)(6) 2017 the patient had an angiogram and the physician could not identify an endoleak. The physician elected to angioplasty the iliac artery and the overlapping area between the main body and the aortic extension. The physician additionally placed a non-endologix stent in the overlapping proximal area between the main body and infrarenal aortic extension. It was reported there were no endoleaks at the completion of the procedure. The patient is reported to be in good condition.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, based on limited medical information available, there was evidence to refute the reported endoleak type ia or ib, rather there was evidence to support and endoleak type ii from the inferior mesenteric artery. There was also not enough evidence to support the reported secondary endovascular procedure to perform a percutaneous transluminal angioplasty of the iliac and main body and cuff overlap, and balloon expandable stent in the main body and cuff overlap. Additionally there was evidence to reasonably support the following observation; aneurysm enlargement. There was no device related issue involving the type ii endoleak seen at 1 month post implant. The cautionary product use conditions of patent inferior mesenteric and lumbar arteries, likely contributed to the clinical harm: type ii endoleak, aneurysm enlargement and an additional secondary endovascular procedure. The angiography was done for endoleak diagnosis, the physician reportedly also angioplastied the iliac artery, the overlap of the main body and cuff, and, placed a non-endologix balloon expandable stent at the overlap of the main body and the proximal cuff. The final patient disposition was reported to be in good condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).